Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported unexpected bolus. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that the patient had a unexpected bolus of 9 units of insulin that they did not ask for. The patient's blood glucose (bg) values dropped to 68 mg/dl. No further details to report.

Manufacturer narrative:
The user stated their controller delivered an uncommanded bolus of 9 units. The device was received for investigation. Engineering log files from the date of occurrence were not available. Audit logs confirm the presence of a 9 unit bolus on the date of occurrence. Logs from days after the date of occurrence were inspected. For all boluses, the logs show that the controller was interacted with to enter the bolus calculator screen and the controller went through the steps to confirm and start the bolus in order to deliver the bolus. During the investigation, the controller was paired with an unused pod, which was paired with a cgm emulator, and tested in all functions. Entry of carbs, bg values, cgm values, and manual adjustments into the bolus calculator found the suggested bolus to be correctly calculated based on the user's settings and each bolus was only delivered after input into the controller to confirm and start the bolus and all boluses were accurately recorded into the device records. No evidence of uncommanded boluses were observed in the log files. The cause of the event could not be determined.